Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices [note: a review of the chronological data from the system revealed that the apc applicator was activated in forcedapc mode at effect 8.0. Also, there were serval activation that were over 10 seconds with the longest activation being 27.4 seconds. There were no error or warning messages. Overall, there was no indication of a malfunction of the device from the chronological data.]. In addition, no anomalies were found in the device history records (dhrs) for the apc or esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the event. The involved apc applicator was also inspected. The report of the device being damaged was confirmed. It was no longer possible to determine if all of the fractured particles were present. There was no indication of a manufacturing defect. Finally, there were no anomalies in the DHR for the apc applicator. Based upon the provided information, it appears that the scorching of the shrink tubing and the chipping of the ceramic at the distal end of the apc applicator was caused by high thermal stress during the long activation period. Also, the instrument was operated at the load limit. According to the user manuals of the apc and esu, there is a warning involving activations being too long and effects being too high. Also, per the instructions in the esu user manual there must be sufficient cooling phases between activations. Finally, the apc applicator's notes on use (nou) explicitly warns against long activations (note: it is also possible that the ceramic was previously damaged by impact or crushing.). No trends have been identified. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit [esu/generator, model vio 3, part number (p/n): 10160-000, serial number: (B)(6) system was involved in a patient incident during an intraoperative laparoscopic gallbladder removal. An apc applicator (p/n: 20132-256, lot number: wo429020) was used in the procedure. No other information was provided regarding any other accessory used. According to the user, the apc applicator was used selectively for several seconds and then a piece of the ceramic broke off. The distal end of the shrink tube was also severely thermally impaired (scorched). The fragments were immediately retrieved from the site and there was no report of a patient injury.